Manufacturer narrative:
The customer reported that environmental conditions outside of their facility (high winds) knocked out power to the uninterrupted power supply (ups) that the central nurse's station (cns) was connected to, causing an ungraceful exit. They were able to restore patient monitoring using a spare cns. No harm or injury was reported. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for all of the listed information: customer replied that the patient information was unknown. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitor: model #: bsm-6301a; serial #: (B)(4). Input unit: model #: ay-631p; serial #: (B)(4).

Event description:
The customer reported that environmental conditions outside of their facility (high winds) knocked out power to the uninterrupted power supply (ups) that the central nurse's station (cns) was connected to, causing an ungraceful exit.